Event description:
Prior to the onset of a cardiopulmonary bypass procedure, the user reported the heart lung console failed to operate on back-up battery power once unplugged from the ac power source. The user reported that during troubleshooting, voltage readings were conducted and found to be low, and new battery replacements were issued. An alternate device was employed for the procedure. The user reported and surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.